Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - manufacturing location: (B)(6), manufacturing date: 04-sep-2019, expiration date: 31-jul-2028, part number: 04.034.552s, 11mm ti cann tibial nail - ex w/prox bend 360mm ¿ sterile, lot number: 15l6379 (sterile), lot quantity: 6. Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, ns076208 rev b met all inspection acceptance criteria. Packaging label log (pll) lppf rev g, lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 16598 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿removal due to possible infection¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review - 05-oct-2021: DHR reviewed by: mschoenfeld. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during a procedure a tibial nail and screws were removed from a patient because of a possible infection. The hardware came out successfully and nail was implanted at (B)(6) in (B)(6) of 2021. This report is for one (1) 11mm ti cann tibial nail-ex w/prox bend 360mm-sterile. This is report 1 of 4 for (B)(4).